Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that instrument broke in glenosphere (screwdriver was stripped) 3.5mm cannulated hex screwdriver. Surgical delay: 5 mins.

Manufacturer narrative:
Product complaint # : (B)(4). The device associated with the reported event was not returned for evaluation. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.